Event description:
Failure to retract radioactive source train. Pt was undergoing intravascular brachytherapy of coronary artery for prevention of restenosis. Artery was kinked distal to treatment site. Physicians noted some difficulty in advancing source train into treatment site. Extra force on syringe plunger was required to move source train past kink. At completion of therapy the physician attempted to retract source train using normal MFR's procedure (inject fluid into retrieval channel). Source train would not retract. Physician removed entire catheter from pt manually. During removal a second attempt was made to retract source train using normal procedure. Source train still could not be retracted. No anticipated negative impact on pt.